Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A clinical review has been conducted and this review has found no indication of any product clinical performance issues. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the adc freestyle libre sensor detached after day 2 of wear. As a result, the customer had a medical event that required unknown third-party medical treatment. There was no report of death or permanent injury associated with this event. Adc customer service is currently in the process of waiting for the customer to provide additional information and a follow-up will be submitted when more information is obtained